Event description:
On (B)(6) 2015, the patient was implanted with three conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aneurysm. According to the report, the patient¿s thoracic aorta was partially calcified, and measured 27 mm in diameter. During the procedure, the tag® devices were implanted as planned. However, when the graft system was ballooned, the aorta reportedly ruptured and the patient¿s blood pressure rapidly decreased. The physician implanted an additional tag® device to successfully treat the rupture. Three units of blood were also administered, and the patient¿s blood pressure was stabilized. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. According to the physician, the rupture could be attributed to over-inflation of the balloon in a calcified region of the patient¿s anatomy.

Manufacturer narrative:
Concomitant products: patient medications include coumadin (discontinued on (B)(6) 2015), aspirin, carvedilol, and simvastatin. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. The gore® tri-lobe balloon catheter instructions for use state ¿do not inflate the balloons in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur¿.